Manufacturer narrative:
The lead was capped and surgically abandoned. A new lead was successfully implanted. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that this implantable right atrial pacing lead exhibited impedance measurements greater than 2000 ohms during a device upgrade procedure. It was determined that the lead had fractured. No adverse patient effects were reported.